Event description:
It was reported to the aci sales professional on (B)(6) 2010, that a male patient in his (B)(6) with a history of pvd, reduced ejection fraction and substance abuse, underwent a left heart catheterization (lhc) procedure on (B)(6) 2010, via right groin access. The physician, a trained user of the mynx, used the device for femoral arterial closure. No femoral angiogram was taken pre-procedure. One day post procedure on (B)(6) 2010, the patient complained of right foot pain. A femoral angio taken from the contralateral side (left groin) subsequent to the patient's complaint of foot pain revealed a small amount of what appeared to be sealant embolized in the patient. The patient underwent a percutaneous transluminal angioplasty, peripheral thrombectomy and stent placement and mynx was successfully used to close the left femoral artery. It was reported that the patient tolerated these procedures well and was transferred to ICU. It is unknown when the patient was discharged from the hospital, however there has been no report of further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. It was reported that the patient had a history of pvd and a pre-procedure femoral angiogram was not taken. Per the mynx instructions for use (IFU), confirm via a femoral arteriogram that there is no evidence of significant pvd in the vicinity of the puncture. Additionally, per the IFU, the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.